Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly by detecting a false atrial fibrillation episode. Upon review of the episode, it was noted that the p-wave detection was inconsistent and was likely due to the device settling inside the implant site. The device firmware was then updated and the clinic elected to continue to monitor the patient. There were no adverse consequences to the patient.